Event description:
During an in clinic follow up, episodes of oversensing due to noise and inappropriate mode switching were noted on the right atrial (ra) lead. Lead damage was suspected. No intervention has been performed at this time. The patient was stable and will continue to be monitored.